Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following a high level disinfection by (B)(4), the subject device was sent to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation by (B)(4) confirmed no damage and stain within the channel. The evaluation also confirmed signs of wear and tear in the distal cover of the insertion portion, the bending section and the angulation mechanism. The cause of the reported phenomenon cannot be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a microbiological testing by the facility on (B)(6) 2017, the suction channel of the subject device tested positive for enterobacter. Cloacae complex ( >500cfu/20ml) and the biopsy channel of the device tested positive for same type of microorganism (5cfu). During the reprocessing prior to the microbiological testing, the facility reportedly found one or more hemostasis clips remained within the channel of the subject device and removed the clips from the channel. The facility also reported that the channel was possibly damaged by the clips since the subject device tested negative during previous routine surveillance culturing conducted by the facility on (B)(6) 2016. The subject device reportedly was reprocessed using a non- olympus automated endoscope reprocessor (getinge,ed-flow) and was cleaned with an olympus brush maj-1888 and bw-412t before the testing. There was no report of infection associated with this report.